Event description:
It was reported that the patient experienced coupling and or communication issues. Use of the antenna locate resulted in a power-on- reset being displayed on the recharger, which then led to the normal recharging screen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008 explanted: na, extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008 explanted: na, accessory model 37752 serial# (B)(4), programmer model 37743 serial# (B)(4), lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2008 explanted: na.